Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v011453, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay and there were in significant anomalies.

Event description:
It was reported that the patient experienced an inappropriate shock. The implantable neurostimulator (ins) and extension were explanted. The healthcare provider (hcp) marked other boxes on the form, such as ¿shock there was no guidewire or helix with the product. Capped most likely referred to the lead being capped and remaining impedance,¿ capped, ¿helix,¿ and ¿guidewire.¿ however, it was unclear what these were supposed to represent as in the patient as it was not returned with ins or extension. It was unknown what shock impedance meant or if it referred to the already mentioned inappropriate shock. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.